Event description:
It was reported and confirmed that the patient's catheter was revised due to catheter dislodgement. It was indicated that 6cm was removed from the catheters distal segment piece. A confirmed distal segment piece was added 32.1cm. The catheter was revised with a new distal segment and the total prime volume was 0.71ml. The outcome of the patient and event was not provided. The drugs delivered via pump were clonidine and morphine. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information: it was later clarified that the catheter had dislodged as a result of a "hardware revision". The orthopedic surgeon physically removed the catheter from the intrathecal space, however didn't know how to "replace it properly". It was stated that the patient had a spinal hardware in place that prevented the surgeon from "accessing the space initially". A second, successful catheter revision was performed".

Manufacturer narrative:
Product ID 8709, lot# j0058219r, implanted: 2001-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).